Event description:
A customer reported that the computer shut off on it's own and there was smoke coming from the back of the system. Surgical timing is unk at this time. Add'l info has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).